Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. The top housing was found to have multiple cracks and was also dented. The external damage to the top housing resulted in multiple internal components being damaged as well. Initial attempts at downloading the pod's data were unsuccessful due to the bottom and middle battery voltage being lower than expected. A power supply was used to download the data. The downloaded data for the device returned an 0x33 alarm indicating that a command was not received from the pdm in the appropriate time limit. The device was reset and was able to connect to a separate pdm but was not able to complete first prime due to the excessive internal damage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 359 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (arm). As treatment for hyperglycemia, correction doses were given.